Manufacturer narrative:
Initial.

Event description:
It was reported that the user believed a newly received ilet was not functioning after placing it on the charger briefly, then returned both the new and prior ilet devices with the charger; the event aligns with a perceived device power/charging malfunction and user difficulty initiating charge. Symptoms included no clinical effects. Outcomes included no adverse health impact and no medical intervention. Investigation included review of shipping and tracking information and coordination for replacement logistics. Investigation of this case revealed that the devices were in transit and subsequently received, suggesting no confirmed device malfunction and indicating probable user misunderstanding of charging and power-on behavior. It was concluded, based on previously established findings for similar reports, that the cause was use error related to device charging and start-up expectations.